Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 462 mg/dl. The customer stated that she has been on 4 kinds of insulin in the last 5 months. The customer was advised to use a syringe to take her insulin. The customer was assisted with programming the time and date, basal rates, bolus wizard, fixed prime and meter ID. The customer was advised to speak with her health care provider regarding her blood glucose.